Event description:
Hosp reports that unit was set to deliver 650 cc volume, exhaled volume read 3 liters. Unit was high pressure limiting with excessive flow noted. Pt was taken off vent and manually ventilated. No pt injury reported. No barotruama injury seen.